Event description:
On 9/93 and 1/6/95, rptr's gas permeable contact lens crumbled in her hand during normal cleaning procedure. (Right eye) her concern is the potential for serious injury should the lens crumble while in the eye. There is conflicting data as to the thickness of these lenses. 1/12/95 measurements - center thickness of lens. Right eye - .17 mm. Left eye - .17 mm. 2/2/95 measurement - center thickness of lens. Right eye - .15 mm. Left eye - .17 mm. On both occasions of breakage, the lens was slightly one year old. (Also see 1005270.)